Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The slda clip is filed under MFR report# 2024168-2018-00344.

Event description:
This is filed to report the chordal rupture. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips (60907u153, 60907u151) were implanted, reducing the mr to 1. On (B)(6) 2017, a follow up echocardiogram was performed as the patient was experiencing heart failure symptoms. It was found that the second implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2018, a second mitraclip procedure was performed for treatment. The mr was 4. It was found that the slda clip was potentially also detached from the anterior leaflet, and only attached to the anterior chordae. The clip delivery system (71011u117) was advanced for treatment. When attempting to grasp the leaflets, the chordae was grasped, and a chordal rupture occurred. It was observed that the slda clip starting flailing in the left atrium (la) and was more mobile. The decision was made to deploy the clip, remove the cds, leave the gripper line in place and send the patient to surgery. The patient was successfully treated with mitral valve replacement surgery. During surgery, the clips were investigated and the slda clip was noted to be attached to the chords and the tip of the anterior leaflet only. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of mitral valve injury (tissue damage) appears to be related to procedural conditions (when the clip delivery system was advanced for treatment and grasping attempts were made, the chordae was grasped, and a chordal rupture occurred). The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.